Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving lioresal via an implanted pump. It was reported the patient had an undisclosed skin issue that was causing the hcp to want to move the pump to another location. Upon further examination, the hcp thought the patient's skin had eroded enough over the pump to question if the existing pump was at a high risk for contamination. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump was explanted and sent to hospital for culture and sensitivity analysis. A new pump was implanted in opposite skin where skin integrity was good. It was noted the issue was resolved.